Manufacturer narrative:
The reported complaint of the customer unable to restart the system after the etco2 low respiration alarm was confirmed and identified as a result of the front panel being locked by the user. Log analysis results identified the time of the incident occurring after 7:05am on (B)(6) 2019 when the system was in a pca paused. State following several respiratory low rate alarms. Testing, consisting of keypress replication showed the user locking the front panel prior to the pca pause alarm exhibited by the system. Once in this state, with the front panel locked, the user was not able to press the ¿confirm¿ soft key to clear the alarm to access the system. Testing performed on the tamper switch confirmed the component is operating as intended during continuity testing. The source pump module was being used for treatment at the time of the incident. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that the etco2 alarmed for low respirations, the nurse attempted to restart the system, however was not able to restart it after the alarm. Ultimately the nurse switched out the etco2 with another module to continue administrating unspecified medication. The customer confirm that there was no patient harm. It was later reported that the nurses stated, "the tubing set was reused on the replacement controller and modules".